Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was not performed as there were no discrepancies or abnormalities relevant to the reported complaint. The device was returned for analysis and has been evaluated. The device was received in a biohazard marked container with some packaging material. A visual examination of the device was performed. The device appeared to be used. Traces of dried blood were present in the catheter and body of the device. The cannula had punctured the catheter. The catheter assembly was removed from the device and the cut was inspected. The cut had a distinctive v-shape (profile of the introducer needle) consistent with reinsertion. The reinsertion is due to a variation in insertion technique and not the result of a manufacturing related nonconformance. No correction or corrective actions will be conducted by the manufacturing facility at this time. Complaint information will continue to be monitored. The manufacturer regularly reviews and analyzes post-market data for new information or adverse trends, implementing corrections, taking corrective and preventative actions accordingly.

Event description:
It was reported that while trying to advance the angio there was immediate resistance. The catheter/needle was removed, and noticed the needle had perforated the angio catheter. Pressure dressing was applied. The angio catheter was noted to be intact. No patient injury was reported.